Event description:
It was reported that the subject coil detached in the catheter during use during loading it. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.